Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges had insulin come out of the patient line luer lock while the cartridge was being filled with insulin. Reportedly, the syringe was inserted into the septum. Customer's blood glucose level was not impacted as the pump was not yet used for therapy.